Manufacturer narrative:
Resubmission of initial report. The original submission was erroneously marked as a follow up 1 it should have been marked as an initial.

Event description:
Index surgery: (B)(6) 2013. Revision of right knee components due to tibial loosening.